Event description:
During angiogram, sheath broke off in patients leg. Lma placed for general anesthesia. Right groin cutdown and exploration to retrieve the damaged ancel sheath completed. Sheath was fully retrieved, per surgeon, and post-op xray was cleared for foreign body by radiologist. Patient stable and taken to pacu with no apparent complications.